Manufacturer narrative:
(B)(6) 2018. The field service engineer evaluated the device and was able to duplicate the reported issue. The power supply was replaced and the unit was returned to service.

Event description:
It was reported that the ventilator would not charge battery or power on. There was no patient impact. The event date was not specified, estimate used.